Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the communication bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay in dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the controller and drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.